Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was discovered in a review of the literature article titled ¿ventricular access device infection rate: a retrospective study and review of the literature¿ that a total of 142 vads were placed. There were 13 infections, 11 of which had csf-positive cultures. Once a vad infection was documented, the vad was removed within 24 hours. There were two wound complications with negative csf cultures. Six patients died after vad placement for reasons unrelated to their vad surgeries. In the remaining patients, there were 113 vad to shunt conversions.

Manufacturer narrative:
These events were identified during a review of scientific literature. The corresponding author did not divulge specific device information or answer requests for other missing information on this medwatch report. The events in the article could not be matched to previously reported events. The products were not returned. Therefore evaluations of the device performances were not possible. Reviews of the manufacturing records were not possible as lot numbers were not provided.